Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Health care professional reported the patient¿s device hasn¿t worked and they have incontinence. The issues reportedly began 6 months to a year prior. The patient reportedly did not have their programmer. No further information reported.